Manufacturer narrative:
If the sample is received and evaluated, a follow-up MDR will be submitted.

Event description:
International affiliate contacted a baxter technical service rep (tsr) regarding 3 minicaps that have been loose and fallen off the pt's catheter leaving it exposed. No pt injury or medical intervention was associated with this incident per the affiliate.